Event description:
It was reported that an alert for high voltage circuit damage was observed. Patient was asymptomatic. An alert was triggered while the patient was undergoing surgery two years ago. Two shocks were aborted at the time but no egms were available. Cautery interference was confirmed to be the cause, triggering the alert and false episode. A successful software download was performed, and the device was reprogrammed to previous programmed settings. Defibrillation threshold test was scheduled. The patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.